Manufacturer narrative:
Image review image 1 still image of a chest x-ray, is a still image of the thoracic cavity showing a stent appearing to be in the heart, image 2 is a fluoroscopic image of a stent placed in the right internal iliac vein to the right common iliac vein, image 3 is a subtracted image of a stent placed in the right internal iliac vein to the right common iliac vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: physician did not use intravascular ultrasound (ivus) to get any measurements. Patient came in with a pulmonary embolism and they had difficulty getting access through the right iliac vein and stented it based on the angiogram. They do not think it was thrombus in the iliac but cannot be sure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician placed a 14x100mm abre stent to treat a right common iliac vein stenosis as part of a pulmonary embolism thrombectomy and the stent migrated the following morning. Minimal vessel tortuosity was reported. The vessel was not pre-dilated. The vessel was post-dilated. The patient clinical presentation at the time of implant was pulmonary embolism (pe). The lesion location and location of stent placement was the external iliac vein (eiv). The patient was hydrated prior to procedure. An angiogram was used for imaging, and the degree of stenosis was >50%. The stent did not land in a curve. The stent was confirmed to have proper placement following deployment. The stent migrated to the heart. The stent was explanted from the heart, ilac left alone. The patient required prolongation of existing hospitalization.